Event description:
Dr. Was given a 10ml syringe filled with local with a 25 gauge hypo needle to inject the surgical site. After giving 30ml of local the final time the needle was pulled out of the patient he saw there was no longer a needle attached to the hub. A free general surgeon was called to try to extract the retained needle. After x-ray and exploration surgeon was unable to locate needle.